Event description:
The dentist reported that the healing abutment screw was stripped when attempting to seat the abutment. The screw and abutment were able to be retrieved (cut off) and another abutment placed. The abutment was originally seated on (B)(6) 2017. On (B)(6) 2017 the dentist was going to place a different size abutment when the stripped screw was discovered.

Manufacturer narrative:
One certain® bellatek® encode® healing abutment was returned for inspection. Visual inspection revealed that the abutment is broken open, confirming that the product was cut using a tool to remove it. The retaining screw was not returned for inspection. Therefore the event alleging stripping of the seating component resulting in a stuck condition is non-verifiable. The returned piece was found to disengage and engage with a mating implant as normal. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there was 1 additional related complaint for this product lot. This additional complaint describes stuck abutment, and is considered a similar complaint. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. The biomet 3i restorative manual was confirmed to contain instruction on certain® bellatek® encode® healing abutment placement as well as recommended torque values. In the case of certain® bellatek® encode® healing abutments, it is recommended to torque at 20ncm. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. UDI: (B)(4).